Event description:
Home patient (hp) reports calling baxter service center after noting he was connected to homechoice machine before he should have been, prior to prime. Baxter technician assisted hp in completing treatment. Rn reports no hp injury or medical intervention required as a result of incident.